Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however, nothing that appears excessive of note for the length of time implanted. A complaint database search finds no other incidents against the provided product and lot combination since its release for distribution in october 1995. The investigation could not verify or identify an evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. The investigation has also determined that this product code is now obsolete. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address eccentric poly wear of the liner. Osteolysis was also reported.